Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by surgeon on (B)(6) 2010 that the symptoms were related to the mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the sling procedure was performed on (B)(6) 2002 to treat pelvic organ prolapsed and stress urinary incontinence. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2010 due to erosion, pain, infections.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced urinary urgency on (B)(6) 2003 and the operation performed was not specified. The patient experienced persistent voiding difficulty and cystocele. The patient underwent anterior repair with dexon mesh on (B)(6) 2003. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.